Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility.  No procedural imagery or photographs of the device were provided.   During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events.   A device history record (DHR) was performed and did not reveal any manufacturing issues that would have contributed to this complaint. A review of lot history revealed no other similar complaints.    Complaint data for the previous 12 months (july 2018 through june 2019) was reviewed for the novaflex+ delivery system (all models and sizes).  No other complaint devices were returned for similar events.  A review of complaint data for june 2019 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend categories.    The instructions for use (IFU), the device preparation manual, and the procedural training manual were reviewed for instructions involving novaflex+ preparation and use.  Per the procedural training manual, the operator is to perform valve alignment in the straight section of the aorta. Press the button.  Pullback slowly on the balloon catheter.  Release the button.  Continue pulling on the balloon catheter until it locks (clicks) into the valve alignment position.  Note: manage guidewire position.  Guidewire can move as much as 8cm proximally during valve alignment.  To ensure smooth movement of the balloon catheter.  Do not apply torque to the balloon catheter.  Hold the balloon catheter at the volume indicator with thumb and index finger when moving.  Thv moves in only one direction relative to the balloon since the flex catheter supports the thv while the balloon is pulled underneath the thv. Perform fine adjustment with a magnified perpendicular fluoroscopic view.  Ensure delivery system is locked in the valve alignment position.  Slowly rotate the valve alignment wheel away from you to center the thv exactly between the valve alignment markers with no gap or overlap.  Do not turn valve alignment wheel if delivery system is not locked in valve alignment position.  Maintain guidewire position in the left ventricle during valve alignment.  Center the thv exactly between the valve alignment markers with no gap or overlap for proper thv deployment.  Do not position the thv past the distal valve alignment marker.  This will prevent proper valve deployment.  A gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment.  Compression may be observed in the distal portion of the flex catheter during valve alignment and/or fine adjustment. To release: for valve alignment: push the balloon catheter forward slightly, and then continue pulling back until the valve alignment position.  For fine adjustment: reverse the valve alignment wheel slightly, and then continue with fine adjustment until thv is centered between the valve alignment markers.  Based on the review of the IFU and training manual, no deficiencies were identified.   The complaints were unable to be confirmed due to unavailability of the complaint device or imagery.  Review of the relevant DHR, lot history and complaint history provided no indication that a manufacturing non-conformance contributed to the complaint.  A review of manufacturing mitigations supported that the delivery system has proper inspections in place to detect issues related to the reported event.  No IFU/training manual deficiencies were identified.  Per the training material, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.  Although there was no insertion difficulty observed, patient tortuosity can present resistance while advancing the delivery system and performing valve alignment in a straight section of the aorta.  Furthermore, any preparation steps that may have been missed (proper de-airing or valve crimping) could impact the ability to properly perform valve alignment. The tortuous anatomy may have also required significant maneuvering of the device and could have led to damage to the delivery system resulting in the inability to inflate the balloon. However, sources of leakage could not be identified since the device was not returned nor was imagery provided.    While a definitive root cause is unable to be determined, patient factors, (tortuosity) or procedural factors, (incorrect device preparation/not performing valve alignment in a straight section of aorta) likely may have contributed to the reported events.  A review of complaint history revealed that the complaint rate for the trend categories did not exceed their respective control limits. Therefore, neither pra escalation nor corrective actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, resistance was noted with the delivery system during valve alignment. The valve was positioned in aorta and while the operator attempted to inflate the balloon, the balloon did not inflate. A leak was observed, and the entire delivery system was removed out of the patient through the esheath. A new 29 mm sapien xt valve was then prepared and was able to be successfully implanted. Upon visual inspection of the delivery system, the leak was confirmed to be ¿coming from the tip of the flex catheter.¿ the delivery system has been able to be successfully de-aired during prep. The patient¿s minimum luminal diameter (mld) measured 7 mm and the vessels were reported to be highly tortuous.